Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their stimulation and the issue began after they met with their medtronic representative for programming. Patient had 2 programs with neurosense and they would still feel shocks here and there. Patient would get more shocks in different positions and when they turned stimulation down, they wouldn't feel anything. On one of their programs in almost any position they would go in about a 12 to 15 second cycle. Patient would suddenly start getting stimulation and signals to their leg. Patient denied the stimulation being painful but it was not terribly comfortable either for the stimulation to go for 15 seconds then stop and come on. Patient just switched from group c to group d. Patient was on group c for the past 5 days. Patient met with their representative on the 27th and with their other representative on april 4th that turned their 'neurostim' on. Agent understood this as neurosense. Agent redirected patient to their hcp to address the issue. Patient also mentioned they kept getting surveys about pain reduction, last day of trial, feed backs for pos trial survey. Patient was not invited for the app by their representative. Agent redirected patient to their representative. Agent also transferred patient to care guide pro.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative that the issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.